Event description:
The account generated false positive architect bhcg results on 3 patient specimens that repeated negative. Additionally, error codes 1005 (result cannot be calculated, final rlu read is outside the specification of the lowest calibrator) and 1007 (unable to process test, activated read failure) occurred many times around the time the false positive architect bhcg results were generated. Service was requested for the architect i1000sr analyzer. Service discovered an abnormal brown dirty buildup on the probe wash station which was the origin of the incomplete wash. Also, service discovered the probe was not aligned correctly in the probe wash zone due to an incorrect calibration probe that the account performed previously with the dirty probe target. The false positive architect bhcg results were not reported outside of the laboratory. No impact to patient management was reported. Patient data: patient 2 architect bhcg = 28 miu/ml (positive) specimen repeated architect bhcg = negative.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation result other (B)(4) probe wash station. To investigate the customer issue, the investigation team reviewed the complaint text, the instrument history, and architect system labeling. The review showed the architect system operations manual does address erratic results including probable causes and corrective actions and instructions on component replacement. Additionally the review of the instrument history showed four complaints have been received involving erratic results or imprecise control amounts. Those complaints have been resolved by component replacement by field service, additional customer training by the technical service office, and maintenance of the instrument. The most probable causes of the customer issue were the abnormal brown buildup deposit on the probe wash station and the improperly aligned probe. After the realignment of the probe and cleaning of the probe wash station, the issue has not been observed. This is a final report.